Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that patient had a faild right knee. Patient is a cancer patient and had 2 inches of tibial bone removed and received a right knee replacement in 2011 and allegedly the stem of the implant fractured and required a revision surgery in (B)(6) of 2015.